Manufacturer narrative:
Model#: sta-p3; catalog#: sta-p3; lot#: k08609; exp date: 01/01/2011.

Event description:
During routine f/u, surgeon noted that proximal and distal devices had become disengaged. Surgeon elected to revise implant.